Manufacturer narrative:
(B)(4). Based on the review of the device history and non-conformance list, there is no issue of product sheared off or detached or any similar issue. There is also no complaint sample returned for complete and thorough investigation on what is the failure and where it happens. The root cause was unable to be determined and further investigation only can be reissued or carried out once the complaint sample is returned to kulim plant. Therefore, the current root cause of this complaint report is concluded as undetermined/unknown.

Event description:
Reported event: silicone was sheared off one part of the cuff and was hanging in the airway. The clinician retrieved it without incident with no consequence to the patient.

Manufacturer narrative:
Qn# (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Reported event: silicone was sheared off one part of the cuff and was hanging in the airway. The clinician retrieved it without incident with no consequence to the patient.